Manufacturer narrative:
Device was manufactured in 2002 and distributed in 2003. The device's handle has rotated over time due to user error. The handle rotated to cover the pressure release valve so pressure could not be released. The pressure build up caused the cap to be ejected from the container.

Event description:
Nitrospray unit was filled and sitting on the counter and the lid blew off. Ceiling damage, their maintenance staff fixed it immediately, no other damage or injury reported. Event occurring 8:05am (B)(6) 2022.